Event description:
Midway through transfusion, IV site leakage. Rn went to remove the IV in the patient's right ac. Rn noticed that the IV cannula was not connected to the hub. The rn was unable to locate it anywhere around the patient or on the tape. The cannula was not palpable in the ac, however, there was slight edema at the site. A tourniquet tied over the site. Exam: us non vascular upper extremity right impression: there is an approximately 2.5 cm segment of catheter in the cephalic vein deep to and just proximal to the puncture site in the right antecubital fossa. Acute occlusive svt is present within the right cephalic vein around the catheter and just proximal and distal to the catheter. Remainder of the right cephalic vein is patent. Surgical removal would be a higher risk for patient at this time.